Event description:
The catheter was prepped and flushed as per the normal protocol. The catheter was functioning normally in the right atrium, however once the catheter was positioned into the left atrium message came up on the velocity system that said "no contact force". Another one was used (new lot number 5327836 which also failed see 2nd device report) but also failed unable to see signals. The 2nd device report: the catheter was flushed, etc. And placed into the left atrium but the proximal poles showed artifact and the team was unable to see signals and resolve. A new one (a third catheter) was used (lot number 5327827).